Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing a power issue with his one touch ultramini meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter powering off at the end of the countdown began on (B)(6) 2011, at 7:30 am. He stated that he manages his diabetes with a combination of novolog (self adjuster) and lantus (25u) and due to the alleged issue he denied making any changes to his usual diabetes treatment. The patient claimed "4.5 hours" after the alleged issue started he felt "sweaty, dizzy and weak". He denied receiving any form of medical treatment in response to his symptoms. During the initial call with customer service, the agent noted that there was no information of misuse of the device and that the batteries were due for replacement but the patient did not have any new batteries available during time of call. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.

Manufacturer narrative:
Follow-up #1 (1/13/2012)-device evaluation: the products involved with this complaint have not yet been returned to lifescan for product analysis evaluation. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up #1 (1/13/2012)-device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.